Event description:
On 10/14/1998, an incident occurred at the dialysis center on a system 1000 machine, where the staff alleges a pt was dialyzed using acid concentrate only. The pt was given n/s. Pt vomitting, became unconscious with seizures. Pt was transferred to the hosp. The pt was treated and released, she is doing fine.